Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead impedance measurements were normal and then "jumped" and were high. The patient was fitted with a life vest and following a lead/device revision connection procedure was performed. The physician tested the leads and reconnected to the device and there were no impedance variations afterward. The device and lead remain in use and no patient complications have been reported as a result of this event.